Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v390203, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 3889-28, lot# v390203, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient was told that she was implanted with 2 wires, but one became dislodged a day or two after surgery. It was stated that the lead was never removed.